Event description:
The user hit his head while playing, striking the left side against a sink. Following the incident, the user reported a decline in hearing performance, stating that words sounded cut off.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.